Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 20mm x 3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.50x20mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the shaft was fractured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was contrast in the balloon and inflation lumen. A visual and tactile examination found multiple kinks along the hypotube shaft. There was also a hypotube break 205mm from end of hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 20mm x 3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.50x20mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the shaft was fractured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.